Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was seen in post opt and had electrode #9 out of range over 40,000 and #2 with high impedances. No contributing factors were indicated. The rep looked at the lead placement, and the placement was fine. They reprogrammed the patient around the high impedance electrodes, which resolved the issue. No symptoms were reported.